Manufacturer narrative:
An event regarding pain involving a uhr head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. The following devices were also listed in this report: 26mm std v40 taper vit head; cat# 6260-5-126; lot# 49770901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to pain. No possible cause or contributor to pain was reported to the rep, and nothing was found loose or broken intra-operatively. Rep reported that no further information is available.